Manufacturer narrative:
The reported issue occurred during navigation using the 7d surgial flash imaging system. Review of system logs and surgical notes confirmed that the unilateral registration was impacted by inadequate visualization of critical anatomical landmarks, particularly at the l4 lamina and l5 facet. Point 2 was initially registered high, and the resulting screw trajectory led to misplacement into the disc space. The root cause appears to be a combination of user error and limitations in the flash image quality due to poor exposure and shadowed anatomy. The surgeon corrected the trajectory intraoperatively using fluoroscopy. Based on available information, this event has been attributed to procedural technique in conjunction with imaging limitations, rather than a device malfunction. Post-market surveillance will continue to monitor for similar reports.

Event description:
During spinal navigation using 7d surgical flash imaging, the surgeon performed a unilateral registration at l4. Point 2 was registered high, and although the accuracy check appeared acceptable at the time, the system did not capture the anatomy clearly due to poor exposure and shadowing in the flash image. As a result, a pedicle screw was inadvertently placed into the disc space. The error was identified intraoperatively, and the screw was repositioned using fluoroscopic guidance. The patient remained stable throughout the procedure and did not require further intervention.